Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: improper component placement, occlusion of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this patient underwent an emergency endovascular treatment for abdominal aortic aneurysm rupture using gore® excluder® aaa endoprosthesis. During deployment the trunk-ipsilateral leg, an occlusion balloon was moved proximally, which caused the bending of the guidewire to be momentarily eliminated, and the resulting proximal movement of the device and unintentional coverage of the left renal artery. The patient was in shocked state, so repositioning was not attempted. A bare-metal stent was additionally implanted in the left renal artery. The patient tolerated the procedure.